Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. An occlusion was found within the valve and siphon guard. A review of the device history records confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.

Event description:
Affiliate reported that a revision was conducted as a result of a blockage.